Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon evaluation, the patient was found with many recordings of non-sustained right ventricular oversensing (nsrvo), multiple ventricular fibrillation, and lead noise episodes. Further evaluation determined the nsrvo was due to potentially far field p-wave oversensing. They also noted true noise on the ventricular lead. No changes were made. The patient was stable.

Event description:
New information received notes, the right ventricular lead also had an insulation anomaly. The physician elected to cap the lead, and replace it with a new one on (B)(6) 2021. The patient was stable.